Event description:
It was reported that the patient was experiencing charging issues which patient was unable to charge it to full power. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient fully recovered postoperatively. The explanted device retained by customer.